Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported via cc form: "the stent did not come out of the system after several attempts at release." No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. 1.was the product inspected for damage prior to use? (Fetishes etc.) Yes. 2. What was the target location? Biliary stenosis. 3. Details of the guidewire used (diameter, type, brand)? 0.035 hydrophilic cook guidewire. 4. Was the guidewire inspected for damage prior to use? Yes. 5. Was the zip port facing upward and slightly curved when reloading the guidewire? N/a, yes, no yes, it was correct. 6. Did the patient have difficult anatomy (n/a, tortuous, altered)? 7. If altered, indicate the type of procedure (e.g., colodochojejunostomy) 8. What was the length and diameter of the stenosis? 9. Was the stenosis dilated prior to stent placement? N/a, yes, no? No' 10. Was an assessment performed to determine the need for pre-dilation? Not necessary 11. Was the safety wire removed? If yes, at what point was it removed (before or after the point of no return was passed)? No. 12. Was there resistance when advancing the wire guide to the target site? No 13. If resistance was felt, how did the physician handle the resistance encountered? 14. Was there resistance when advancing the delivery system to the target site? No 15. If resistance was felt, how did the physician handle the resistance encountered? 16. What was the elevator position during advancement? No elevation 17. What was the elevator position during the deployment attempt? No elevation 18. Was the directional button pressed during use? N/a, yes, no 19. Was the yellow marker kept in sight during the deployment attempt? N/a, yes, no kept in release position. 20. Was a stent previously placed at the same site or an adjacent site? (If yes, was the complaining stent placed on the stent that was/was already in place?) No 21. Did any part of the stent come into contact with the patient's anatomy when the complaint occurred? N/a, yes, no 22. Did the patient require any additional procedures as a result of this event? N/a, yes, no 23. What intervention (if any) was necessary? Placement of another prosthesis 24. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day on the same day/procedure. 25. Were other defects (besides the complaining problem) observed in the device? No